Event description:
It was reported that the ventilator won't turn on due to internal battery was faulty. The ventilator was not on a patient at the time of the event. Medtronic was not authorized to conduct the repair. The evaluation and repair will be completed by a non-medtronic service provider. The reported complaint could not be confirmed.